Event description:
The hcp reported that the patient was hospitalized in 2006, for increased somnolence. The patient has had variable responses to different doses of medications throughout the past several months. The patient was receiving morphine via the pump. Upon admission, the pump rate was decreased. "The patient's use of oral anxiolytics was thought to play a role in the above complaints." No device troubleshooting was performed; the patient recovered without sequela.